Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies intraperitoneally (ip) for chronic renal failure. During a call to baxter customer service, the patient's spouse reported that the patient experienced peritonitis and was hospitalized on (B)(6) 2011. Upon follow-up, the nurse reported that the patient was initially hospitalized for an unspecified reason. On an unknown date, the patient experienced peritonitis and changed hospitals. The patient was treated with unspecified antibiotics. The peritoneal dialysis (pd) catheter was removed on an unknown date and dianeal was permanently withdrawn. Event outcome was not reported. Concomitant medications were not reported. The nurse believed the peritonitis was not related to dianeal-n pd4 1.5 and dianeal-n pd4 2.5 therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.